Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) sensor was failing when turned on. It is unknown under which circumstances the issue was discovered however there was no patient involvement reported.

Manufacturer narrative:
It was being reported that during a routine check the cs300 intra aortic balloon pump (iabp) had an issue regarding the "iabp sensor falling". A getinge field service engineer (fse) had evaluated the unit and found that he ran pump with iabp sys tester and test iab catheter. Fse tried multiple times to duplicate the reported error without any success. Believe if there was a fault - the operator mislabeled it. Reviewed the log fles: trigger faults: ECG (4ea) and pressure (4ea) over a 20hr period. But faults where not back to back and there was about an 9 of no trigger faults. Last alarms: one no trigger and 9 augmentation below limit set alarms - but that was a good two hours before the last trigger faults. Unit cleared for clinical use.